Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. The field service engineer (fse) arrived, the biometric identifier was not lighting up. The fse rerouted the cable from the biometric identifier to the docking station, as it had been pulled too tightly. The fse also reconnected the cable on the biometric identifier side. After cleaning the biometric identifier glass, the fse ran diagnostics and confirmed that the biometric identifier was functioning properly. Customers were able to log in successfully afterward. The fse ran additional diagnostics, and the customer verified proper operation in the application. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID was not working. Unable to login without two users. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.